Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, episodes of non-sustained ventricular oversensing were observed due to noise. The device and lead were explanted and replaced.